Event description:
Defibrillator generator showing evidence of abnormal function during routine interrogation in clinic. After consultation, with company, it was elected to change the implantable defibrillator. The device has a suspected memory problem/failure. Device exchanged 9/12/1997. When interrogated, 3rd & 4th therapies not displayed.